Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they never had pain relief since the implantable neurostimulator (ins) and all the stimulation did was to aggravate everything. It was stated that they were implanted with the ins after they had a tumor behind their left thigh that destroyed their sciatic nerve. The patient had tried different programs but nothing worked to relieve the pain. They had been in constant pain for three years (and was so at the time of report) and that they could not sit without the pain being unbearable. The patient stated that they have had multiple back surgeries, had the trial for the ins along with the permanent implant, and later had a lead revision where the leads were pulled down but nothing helped the pain. At the time of report the patient mentioned that the stimulation was too high so they lowered it down to a bearable level. The patient had also lost 35 pound but stated that it was probably not due to the ins device. In addition, the patient was confused by the process of activating the MRI mode on the ins device and determining its eligibility. Additional information received from the patient on oct. 26, 2016 reported that they were told they could have the 3 mris but could only be in the MRI machine for 30 minutes at a time. In the past the patient noted they could be in the MRI for at least an hour. The patient was concerned that the MRI facility did not have the correct MRI. The indications for use for the implanted device were noted as sciatic nerve injury and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.